Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. There was no impact to the customer's blood glucose level. Reportedly, the customer uses apidra insulin in the cartridge. During troubleshooting with tandem technical support, insulin was not observed exiting the end of the infusion set tubing during the fill tubing process after 30 units of insulin had been delivered. Insulin also was not observed exiting the cartridge pigtail after delivering 20 units of insulin. The cartridge was changed to resolve the issue and the customer resumed insulin delivery.